Event description:
It was reported that the right atrial (ra) lead was dislodged. A routine generator change was noted to have occurred on (B)(6) 2026. The status of the ra lead following this procedure was unknown. No additional information was available.